Manufacturer narrative:
The motor error alarmed during the occlusion test and was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor passed the motor test. The unit a minor scratched display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was unknown. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.